Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was reported as a breach in aseptic technique. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis and remained hospitalized until the time of death. Treatment for the peritonitis event was not reported. On an unreported date; dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and hemodialysis therapy was initiated. The patient was not on peritoneal dialysis therapy at the time of death. It was unknown if the patient was recovered from the peritonitis event prior to passing away. The cause of death was reported to be cardiac arrest and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Two days after onset, the patient was admitted to the hospital due to the peritonitis and the patient was switched to continuous ambulatory peritoneal dialysis. The cause of the peritonitis was reported by the caregiver to be due to the use of ¿defective minicaps¿. There was no further detail provided and no sample was available. Five days after the peritonitis onset date, peritoneal dialysis (pd) therapy was discontinued, the patient¿s pd catheter was removed, and hemodialysis was initiated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 06/30/2014 to 06/20/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.